Manufacturer narrative:
(B)(4). A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no previous service events were related to the reported condition. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who sensed a burning odor from the homechoice machine during startup of the device. Prior to the odor, the device made a popping sound and failed to power on. The patient was not connected to the homechoice at the time of the odor. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.